Event description:
It was reported via social media comment by the patient that she experienced an asthma attack with magnet activation following the implantation of the vns. No additional relevant information has ben received to date.